Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 308 mg/dl. Troubleshooting was performed and it was found that the insulin did not exit the tubing during a manual prime. Customer stated that all settings were correct and that he received all of the alarms. The bolus history was reviewed and it was found that the customer programmed a different amount into the pump. It was explained that high blood glucose levels are often caused by site/set issues. Customer also stated that the cannula is occluded. Customer was advised to change the entire set, reservoir, and insulin. Customer did not have the tubing clamp and was advised to call back to complete troubleshooting and tests. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.